Manufacturer narrative:
Concomitant medical products: product ID: dtmb1d4 crt-d, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chronic diaphragmatic stimulation. It was also noted the lead exhibited low left ventricular (lv) lead pacing impedance. The lv lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.